Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an increase in central line associated bloodstream infections (clabsi) identified at the pediatric intensive care unit (picu) of the hospital coincident with the use of non-dehp extension sets. The cause of the increase in clabsi, treatment for the event, and the patient outcome were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot actual number was unknown; however; the customer reported 5 potential lot numbers; dr17j18037, dr17e03053, dr17k28059, dr17l13083 and dr18a13084. A batch review was performed for all of the potential lot numbers and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.